Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely with atrial fibrillation. It was noted that the atrial fibrillation was falling in the blanking period causing undersensing. The patient was brought in clinic on (B)(6) 2018 and the physician successfully reprogrammed the atrial sensitivity. Patient was stable.